Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the ECG signal disappeared during use of cardiosave intra-aortic balloon pump (iabp). There was no harm reported.

Event description:
It was reported that during use the cardiosve intra aortic balloon pump (iabp) had ECG on and off lost signal. There was patient involved however, no adverse event reported.

Manufacturer narrative:
Updated field: b4; b5; d9; g3; g6; h2; h3; h6 type of investigation, problem code, investigation findings, investigation conclusions; h11. A getinge field service engineer fse was dispatched to evaluate the unit fse reported that the failure occurred by the fault of front-end board replaced the front-end board d670001164 performed calibration passed functional tests device passed all performance according to factory specifications device was returned to customer and cleared for clinical use the following investigation was performed by (B)(6) technician of the maquet failure analysis and testing dept fat wayne nj ar 28 aug 2025 the failure analysis and testing dept received part number 0670001164 with a reported unit failure of the ECG signal being lost during use the fat performed a visual inspection and found the part to be in good condition the fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure able to be confirmed retaining the part in the failure analysis and testing department per procedure number (B)(4) rev au